Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer that the blood glucose was high and was not coming down with the insulin pump. The representative stated that the customer had several air bubbles in the line. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The infusion set will not be returned for analysis.